Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-jun-2017, the fse replaced the diluent port valve and the diluent pump, updated the software, and ran the "prime diluent" diagnostic several times to verify that adequate flow resulted. Daily check passed and all control values were in range. Follow up on 30-jun-17 indicated that all control values were in range with no errors. The most probable cause of the reported event was failure of the diluent pump and port valve.

Event description:
On (B)(6) 2017, the customer reported a sporadic ds error (insufficient diluent) on their aia-360 analyzer. As reported, the error started approximately six weeks prior to tosoh's notification. Technical support sent the customer new level sense cables; however, follow up on (B)(6) 2017 indicated that the analyzer was giving error 2012 (air detected - diluent). The customer cleaned the level sense probes with no resolution. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for ctnl2 and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.